Manufacturer narrative:
The reported event of 'the wire was not going into the lead' and dislodgement was confirmed and attributed to bunched-up ptfe coating inside the inner coil lumen of the guidewire. The bunched-up coating was due to procedural damage. No other anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a generator changeout. During operation, the left ventricular (lv) lead was re-implanted after being dislodged, however, the guidewire was not able to go into the lead after few attempts. The physician used another lv lead and completed the operation successfully. The patient was in stable condition.